Event description:
It was reported that the procedure was to treat a 70% stenosed de novo lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. The 2.75x28mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to advance due to the anatomy. During removal of sds resistance was noted with the exit port of the 6f guideliner catheter and the stent struts became crushed during removal. The sds was removed without any other issues. There was no adverse patient effect and no clinically significant delay reported in the procedure. A xience skypoint was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.